Event description:
When going to grab 3.0 bone from the respiratory cart for a patient, it was noticed that the bone did not have a hole drilled into it. The bone was in an unopened sterile package that was labeled 3.0 at the bottom.